Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent malposition and stent damage occurred. The target lesion was located in the distal left circumflex artery. A 32 x 2.50mm promus premier drug-eluting stent was deployed in target lesion. Intravascular ultrasound (ivus) was performed and it was noted that there was no stent deformation but the stent was not sufficiently dilated and was malpositioned. Dilation was then performed using a 3.0x8mm non-bsc balloon catheter. Ivus was again performed after dilation however, it was found out that the stent was lifted. The recently implanted stent was dilated using a 2.5mm balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.